Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pocket was revised due to pain at the implant site. The pacemaker was moved to a subpectoral position and the patient was well following the pocket revision. The patient was doing fine post procedure.